Event description:
It was reported that upon interrogation, the device was at recommended replacement time and the battery voltage measurement was unavailable. The longevity was estimated at 12.5 years. The device was reprogrammed to dual chamber mode and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead, (B)(6) 2008.